Manufacturer narrative:
This lead was explanted due to noise on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was detected on lead iegms during in office follow-up. Lead remains implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted due to noise on (B)(6) 2019. Upon receipt, the lead under complaint was found cut approx. 44 cm proximal to the lead tip. Only the distal fragment was received for analysis. An explantation aid was still inserted in the lead. The returned lead fragment was visually analyzed. The visual inspection revealed multiple abrasion marks along the lead. In particular in the distal area the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.